Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the customer experienced a low blood glucose (bg) level ranging from 43-44 mg/dl. Customer consumed carbohydrates to address bg. The customer reverted to manual injections for insulin therapy. No additional information was provided. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.